Event description:
It was reported, the patient's ipg battery was depleted. The patient is currently without stimulation. Surgical intervention was scheduled. Follow-up revealed the eon ipg was replaced with an eon mini. The procedure was without incident and effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.